Event description:
During a remote follow-up, episodes of noise which resulted in oversensing were observed on device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences.

Event description:
Additional information was received that high pacing impedance was observed on device.